Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. After an alarm, the customer would change the cartridge and infusion tubing. The customer's blood glucose (bg) level was impacted and at times to be over 500 mg/dl. The bg level was addressed with a bolus and basal insulin delivery. As the customer had changed the supplies prior to contacting tandem technical support and was not currently receiving an occlusion alarm, a system check was unable to be performed to determine a possible cause of the occlusion.